Manufacturer narrative:
Upon further review, it was discovered that this MDR contains duplicate information as manufacturer report #3002808486-2022-00639. Manufacturer report #3002808486-2022-00639 corresponds to an unfiled claims report that was initiated on 20apr2022. Manufacturer report #3002808486-2021-00401 corresponds to an unfiled claims report that was initiated feb2021. As a result of separate files being created for this same event, management decision has been made to close-cancel this complaint file as a duplicate. All updates for this plaintiff regarding this complaint event will be managed under manufacturer report #3002808486-2022-00639. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable.

Event description:
No additional event information at this time.

Manufacturer narrative:
Information provided by (B)(6). Occupation: non-healthcare professional. Investigation: filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. This report includes information known at this time. A follow up report will be submitted should additional information become available.

Event description:
It is alleged that the patient received a cook celect filter and is alleging tilt. Hospital and medical records have not been provided.